Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 191 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 192 reported events are included in this follow-up record. Product return status: 27 devices were received. 165 devices were evaluated in the field. Event confirmation status: 191 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 191 devices were found to be affected by missing paint chips. 1 device had no problem found.

Event description:
This report summarizes 192 malfunction events in which the device had paint chips missing. 192 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 191 events were reported for this quarter. Product return status: 26 devices were received. 165 devices were evaluated in the field. Event confirmation status: 190 reported events were confirmed. 1 reported event was not confirmed. Evaluation results: 190 devices were found to be affected by missing paint chips. 1 device had no problem found. 191 devices were not labeled for single-use. 191 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 191 </noe> malfunction events in which the device had paint chips missing. 191 events had no patient involvement; no patient impact.